Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle broke off when suturing the vaginal cuff and a portion of the needle remains in the patient. Pelvic x-ray completed post-operatively and the radiologist reported small 3 mm metallic density at the site. The surgeon chose to leave the needle piece in believing "the risk outweighs the benefits for removal". No additional information given.